Event description:
Per user facility medwatch form, #mw5161821, during an open colostomy takedown procedure; the anvil became detached from the eea stapler. The eea stapler had been placed in the rectum and mated with anvil from the descending/ sigmoid colon. After the eea stapler was closed and activated, the eea stapler was removed and the surgeon noted that the anvil was not attached. A laparoscopic alligator grasper was used to grasp the anvil and advance it out without difficulty. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent 12/4/2024. D4 batch # unk. #mw5161821. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.